Event description:
Reference number (B)(4). Event occurred in the united states. On 07-aug-2024, it was reported that the patient faced infusion set occlusion in tubing. Patient's blood glucose at the time of issue was 410 mg/dl. Patient took correction bolus via pump to address high bg. No further information available.